Event description:
Tavr with 29 mm edwards sapien xt transcatheter heart valve. Shortly after deployment of the aforementioned valve, the patient became suddenly hemodynamically unstable with marked hypotension. He was noted to have a significantly increasing pericardial effusion by echocardiography which was subsequently identified as being due to perforation of the posterolateral wall of the left ventricle. The attending interventional cardiologist stated that it was unclear exactly what caused the perforation, but he thought it might have been the large catheter of the 29 mm valve that perforated the left ventricle. At that time, the attending cardiovascular surgeon performed an emergency pericardial window under direct vision followed by an emergent median sternotomy to try to contain the left ventricular perforation. Despite all these efforts, the patient expired on the operating table.